Event description:
It was reported stating that during a breast biopsy using the probe, their tissue marker would not deploy. They changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
(B)(4): evaluation summary: the analysis results confirmed that one appliers (a, b and c) were received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. The analysis results of the device (d) found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. Device b batch f9gh1d. Mfg date: 4-17-09, exp date: 3-17-14. Device c and d batch e9f39m. Mfg date: 6-20-08, exp date: 5-20-13. Results: (sheared tip).